Manufacturer narrative:
Functional testing of the submitted device found the instrument to assemble, but requiring heavy manual force to compress the "o" ring component enough to allow assembly. The "o" ring component was inspected and met material specifications. No corrective action is being pursued at this time based on no reported patient harms and the low frequency of reported events. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The stem trial would not connect to the sleeve broach.